Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros troponin I es results were obtained on a single patient sample run on a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related, as tropi es within-run precision test results were outside of ocd guidelines, indicating the vitros eciq instrument was not performing as intended. An ocd fe performed service actions to multiple subsystems of the instrument. Following these service actions, acceptable tropi es performance was obtained.

Event description:
The customer observed non-reproducible higher than expected vitros troponin I es results on a single patient sample run on a vitros eciq immunodiagnostic system. Vitros result of 0.109 and 0.154 ng/ml vs expected of 0.020 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician. The results were not reported to a clinician and no allegation of patient harm was made as a result of the event. (B)(4).